Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed a software update to address this unintended behavior. Boston scientific developed and released an additional software update for the accolade family designed to correct the unintended behaviors. This device exhibited the unintended behavior prior to receiving the additional software update. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The "cause traced to device design" investigation conclusion code was selected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert indicating that remote monitoring (rmd) was no longer available due to limited battery capacity, with an explant indicator displaying a date of (B)(6) 2000. Technical services (ts) reviewed the information and determined this is likely a false positive trigger, potentially related to magnet application during a battery measurement, as the device has not reached the expected elective replacement indicator (eri) threshold. Ts noted that this behavior may be resolved with the applicable software update, which restores full telemetry functionality and the plan is to update it on the next in-clinic visit. No adverse patient effects were reported. This crt-p remains in service.